Event description:
Revision surgery was performed due to broken femoral component and broken tibial insert.

Manufacturer narrative:
Product was mfg and sold by dow corning wright, the assets of which were purchased by wright medical technology, inc. Conclusion statement: product worn due to fractured femoral component.